Event description:
Caller states that during a correlation study the following coaguchek s/coaguchek xs results were obtained: patient 1: 7.3 inr/5.2 inr; patient 2: 2.0 inr/2.5 inr; patient 3 : 1.9 inr/2.4 inr. Coumadin was adjusted for patient 1 due to device result. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
The medwatch is for suspect device in coaguchek s system. Reference medweatch with a1 patient for suspect device in coaguchek xs system. Patient 2: male, atrial fibrillation. No medications provided. Patient 3: female, atrial fibrillation. No medication provided.additional concomitant medical therapy: sporiva inhaler; coumadin - 6mg/5mg.